Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered through liberator and received a total of 12 boxes of intermittent catheter did not have shipping sheet with the order number. Also stated that for 7 of the 12 boxes received, none of the catheters had sleeves on them and they would need replacements. As per follow up via phone on 02april2023, it was reported that customer understands that they were sent a substitute catheter because the ones they normally used were on backorder without a release date. They also stated that item #53814g lot # jugv1681 had no holes in the tip, and they had samples of that one available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered through liberator and received a total of 12 boxes of intermittent catheter did not have shipping sheet with the order number. Also stated that for 7 of the 12 boxes received, none of the catheters had sleeves on them and they would need replacements. Per follow up via phone on (B)(6)2023, it was reported that customer understands that they were sent a substitute catheter because the ones they normally used were on backorder without a release date. They also stated that item #53814g lot # jugv1681 had no holes in the tip, and they had samples of that one available.